Manufacturer narrative:
(B)(4). MDR 9610877-2016-00086 includes information on the first patient involved in the event and information on the device involved in the event. MDR 9610877-2016-00102 includes information on the second patient involved in the event. MDR 9610877-2016-00103 includes information on the third patient involved in the event. MDR 9610877-2016-00104 includes information on the fourth patient involved in the event. MDR 9610877-2016-00105 includes information on the fifth patient involved in the event. MDR 9610877-2016-00106 includes information on the sixth patient involved in the event. MDR 9610877-2016-00107 includes information on the seventh patient involved in the event. MDR 9610877-2016-00108 includes information on the eighth patient involved in the event. MDR 9610877-2016-00109 includes information on the ninth patient involved in the event. MDR 9610877-2016-00110 includes information on the tenth patient involved in the event. MDR 9610877-2016-00111 includes information on the eleventh patient involved in the event. MDR 9610877-2016-00112 includes information on the twelfth patient involved in the event. MDR 9610877-2016-00113 includes information on the thirteenth patient involved in the event. MDR 9610877-2016-00120 includes information on the second procedure performed on the first patient involved in the event. (Exemption number e2015036).

Event description:
A device history review was performed on (B)(6) 2016 confirming the bronchoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Based on the pentax inspectional findings, the bronchoscope required extensive repair because of damage in the channel (severe scratch) which could affect reprocessing. The bronchoscope was returned to the facility after repair, but the facility asked for a replacement and subsequently returned the bronchoscope to pentax. No further information regarding this event has been received from the facility, therefore, pentax medical considers this medwatch report closed.

Manufacturer narrative:
(B)(4). (Exemption number e2015036). MDR 9610877-2016-00086 includes information on the first patient involved in the event and information on the device involved in the event. MDR 9610877-2016-00102 includes information on the second patient involved in the event. MDR 9610877-2016-00103 includes information on the third patient involved in the event. MDR 9610877-2016-00104 includes information on the fourth patient involved in the event. MDR 9610877-2016-00105 includes information on the fifth patient involved in the event. MDR 9610877-2016-00106 includes information on the sixth patient involved in the event. MDR 9610877-2016-00107 includes information on the seventh patient involved in the event. MDR 9610877-2016-00108 includes information on the eighth patient involved in the event. MDR 9610877-2016-00109 includes information on the ninth patient involved in the event. MDR 9610877-2016-00110 includes information on the tenth patient involved in the event. MDR 9610877-2016-00111 includes information on the eleventh patient involved in the event. MDR 9610877-2016-00112 includes information on the twelfth patient involved in the event. MDR 9610877-2016-00113 includes information on the thirteenth patient involved in the event. MDR 9610877-2016-00120 includes information on the second procedure performed on the first patient involved in the event.

Event description:
Pentax medical received the following additional information from the facility on 05/17/2016 related to a previously submitted MDR (MDR 9610877-2016-00086) detailing clinical features of affected patients and the current practices for bronchoscope reprocessing at the facility: thirteen of 21 consecutive patients who underwent bronchoscopy with bronchoscope #(B)(4) between 2/25/2016 and 4/5/2016 had bronchoalveolar lavage (bal) specimens grow mycobacterium abscessus. Twelve of 13 patients are lung transplant recipients and were undergoing bronchoscopy as part of routine surveillance following lung transplant. One of 13 patients was not a transplant recipient and was undergoing evaluation for chronic cough. As a result of the positive mycobacterial culture, many of patients have been referred for CT scan and infectious disease consultation to assist with clinical decision-making regarding the need for treatment for m. Abscessus. As of (B)(6) 2016, no patients currently exhibit signs/symptoms/radiographic features consistent with infection and none of the affected patients have been started on treatment for m. Abscessus. -all patients will undergo ongoing clinical surveillance for signs, symptoms, radiographic changes, and additional microbiologic data supporting a diagnosis of m. Abscessus infection. -our facility currently follows reprocessing methods as detailed in the instructions for use for the above scope model. -bronchoscopes are pre-cleaned at the point of use and transported to the reprocessing area for immediate reprocessing; there is no significant delay between bronchoscope use and reprocessing. -the bronchoscope involved in the event passed onsite leak testing. -cultures are not routinely performed on any bronchoscopes. Additional information received from the facility on 05/31/2016 for the patient identified in this MDR, stated the patient is under surveillance and has not been given specific treatment related to the positive culture findings. Additional information received from the facility on 06/01/2016 for the patient identified in this MDR indicated this patient is a transplant patient. MDR 9610877-2016-00086 includes information on the device involved in the event. Pentax medical, along with the facility, are currently investigating this event to determine possible root cause(s).